Event description:
Company rep reported following left side implantation of seri with an unk mammary implant, pt "developed redness of the overlaying skin." Physician performed treatment to remove a "small area of necrosis." Treatment for the "redness" was not provided and device remains implanted.

Manufacturer narrative:
The device remains implanted. Therefore allergan will not receive it and no analysis or testing will be done. The events of necrosis and erythema and are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. Device labeling addresses the reported event of erythema as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."